Event description:
Ous MDR - one aborted shock in the vf zone after noise on the rv lead. This crt-d was explanted at the same time as the rv lead. It is unclear why this ICD was explanted. Should additional information become available this file will be updated. An implant date was not provided.

Manufacturer narrative:
The ICD and the lead under complaint were returned for investigation and subjected to a detailed analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular as well as the far-field channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Subsequently the fragmented lead was subjected to an extensive analysis. The distal lead fragment was found severely stretched and the shock coil was shifted distally. Tissue residuals were noted on the lead fragments, especially around the rv shock coil. Furthermore multiple signs of wear along the lead fragments were observed. Particularly on the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the reported noise which led to vf detection. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress. The extraction damages, such as the excessive elongation of the lead and the deformations of the shock coil, indicate an increased ingrowth of the lead which might have had impact on the leads motion. Diagnostic images clarifying this assumption were not available. Additionally a rubbed through insulation was noted on the proximal lead fragment. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.